Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID :39286-65, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported the patient trial worked great, but when the first permanent lead was put in, the therapy never worked. In an attempt to resolve the lack of therapy the first lead was removed and a new lead was placed, but new lead never worked. It was noted that the patient had a surgical lead. The patient had not had therapy since implant and since revision. The first and second leads did not work.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 39565-65 lot# serial# (B)(4) implanted: 2013-(B)(6) explanted: 2013-(B)(6) product type lead product ID 39286-65 lot# serial# (B)(4) implanted: 2013-(B)(6)explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reiterated previous complaints about the leads not working and the therapy never helping his pain. The patient later reported that he worked with manufacturer¿s representatives (rep) and they tried reprogramming and they weren¿t able to program any of the top leads. The couldn¿t program 6, 7, or 8 of those 16 leads and they were the top ones. The patient reported that the lead cannot come out and there wasn¿t a healthcare provider (hcp) that would tackle that now. The patient reported that the leads are just overgrowing with other tissues now. The patient reported that he had been talking to a pain management hcp who was looking into possibility of doing another revision surgery because he thought the technology improved. No further complications were reported.